Event description:
Patient underwent revision procedure due to pain and elevated metal ion levels.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: elevated levels; persistent pain with popping sensation; metallosis; cystic changes; small amount of clear fluid; grayish granulomatous tissue; minimal corrosion at the titanium trunnion; cup had some micromotion; dysplasia at the time of initial surgery caused some bone loss; mild lysis; some small spotty area without good blood flow in the acetabulum. The adapter sleeve added to complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot numbers and patient/device codes information. The complaint and associated mdrs were updated.